Event description:
It was reported the side rail would not latch/lock and drops quickly when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.